Event description:
End user states after having chair serviced from med-south chair has a jump in it when going on small cracks chair jolts very hard after going over a threshold and has thrown him out of the chair. Consumer states it seems to have some type of lock on it and shuts down. Customer has had some bruising leg also had some property damage due to chair jolting.